Event description:
A user facility reported to olympus the ultrasonic gastrovideoscope has a tear in the rubber part in the boot on the lock and release where it connects the scope to the ultrasound machine. Upon inspection and testing of the customer returned device, it was observed distal end of the device was cut. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was noted distal sheath adhesive was chipped. It was also noted the boot connector was dented and the camera switch button was cut. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 23-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut on the distal end likely occurred from an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.